Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been lost to follow-up for a year. When the patient presented, the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As the patient was unstable due to neurological reasons, the revision could not be scheduled. No adverse patient effects were reported.